Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. Nakanishi received information that a patient had been burned on the corner of the mouth due to overheating of the handpiece. This event occurred in (B)(6), but the similar products are marketed in the us under (B)(4).

Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below. Methodology used: a) nakanishi measured the temperature rise of the returned device. Temperature sensors were first attached to the exterior of the device at the head, ring and gear. The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B) nakanishi rotated the handpiece at 10,000 rpm and measured the exothermic situation for 10 minutes. C) nakanishi did not observe the temperature rise that may lead to the burn injury. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi confirmed that a plunger in the head did not slide smoothly and that the plunger and oscillator cam were worn. Conclusions reached based on the investigation and analysis results: 1) nakanishi identified that the cause of overheating of the returned device was due to wear of the inner parts. The wear observed caused abnormal rotation resistance, which would result in the handpiece overheating. 2) a lack of maintenance causes the problems mentioned in 1) above, which will contribute to the handpiece overheating. 3) nakanishi reminded the user of the maintenance direction included in the user manual. This event occurred in (B)(6), but the similar products are marketed in the us under k962540.